Event description:
The device was used during a low anterior resection procedure. Reportedly, the anastomosis was not complete there was bowel leakage. The surgeon performed a re-operation and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.